Event description:
Additional information received indicates that the pacemaker dependent patient's right ventricular lead was capped and replaced on (B)(6) 2024 due to the noise over-sensing that resulted in pacing inhibition. The patient was stable.

Event description:
It was reported that the stable patient presented in clinic for routine follow-up on (B)(6) 2024. Upon review, the patient's right ventricular lead exhibited 2 episodes of over-sensing lead noise which resulted in pacing inhibition. Isometric exercises could not replicate the noise. Lead measurements were stable and within normal range. Programming changes were made, and the patient will be monitored.